Manufacturer narrative:
There is no indication that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no products are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.

Event description:
After the ion portion of a nodule biopsy procedure was completed, the physician proceeded with ebus and observed excessive bleeding, which originated from the left upper lobe (lul), which was the biopsy site. According to the physician, there were no issues with the ion system. The patient was on home o2 (5 liters) and not on any anticoagulant/antiplatelet therapy. The patient developed a parenchymal lung hemorrhage, which the physician managed by suctioning blood through the bronchoscope. The patient's blood pressure was noted to be low, though it remained unclear whether this preceded the bleeding or developed consequently. Due to the bleeding, the physician terminated the remainder of the planned ebus procedure. The patient was not extubated and was transferred to the emergency room and subsequently hospitalized. The estimated blood loss was 400 ml and the patient was extubated the next day. A transfusion was not immediately required, but a few days later, the patient ultimately had 1 unit transfused. At the time of this report, the patient remained hospitalized due to oxygen requirements exceeding their normal baseline (5 liters). The diagnosis was inflammation.